Event description:
Device displayed systolic blood pressure of 80 mm hg. After a 4 hour of monitoring, a manual blood pressure was taken that showed 110mmhg for systolic. I.v. Fluids were administered and pt developed pulmonary edema. Diuretics and oxygen administered. Pt's admitting diagnosis was acute leukemia.